Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.4 inr/1.8inr, 4.8 inr/3.4 inr, 4.1 inr/3.0 inr, 2.4 inr/1.9 inr, 6.4 inr/4.7 inr. Caller states that the first patient's coumadin was increased due to the low lab result. Caller also states that the second patient's coumadin was held for a day and then reduced based on the lab result. The fourth patient's coumadin was increased on two days based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Patient 2, date of birth: (B)(6) 1945, female. Zocor daily "efferan" daily cardizem cd daily multaq twice daily digoxin daily lisinopril daily glucophage twice daily paxil daily prilosec daily toprol xl daily patient 3, date of birth: (B)(6) 1952, male, 272 lbs. Coumadin daily novolin twice daily aspirin twice daily coreg twice daily plavix daily lasix twice daily lantus twice daily humalog twice daily zocor daily patient 4, date of birth: (B)(6) 1957, male, coumadin daily prilosec daily zoloft daily ultram twice daily vytorin daily vistaril thrice daily diovan daily lopressor daily multivitamin daily patient 5, date of birth: (B)(6) 1947, male, coumadin started (B)(6) 2011 daily lasix twice daily coreg twice daily accupril daily nexium daily aloprim daily norvasc daily niaspan daily klor-con daily digoxin daily flexeril daily pacemaker and defibrillator implanted on (B)(6) 2011.